Event description:
It was reported that in october 2025, the longevity of this device showed seven years remaining and 103% battery consumption, and most recently the battery showed four years remaining and 163% battery consumption. Premature battery depletion was alleged. The output was reduced but the battery consumption remained high. Technical services (ts) reviewed the device data and noted a radio frequency (rf) overuse condition occurring possibly due to suboptimal placement of the communicator near an electromagnetic interference (emi) source. Ts noted that once the condition is rectified the power consumption will reduced and the longevity will update. It was noted that the patient was in the hospital on (B)(6) 2025 and had a device check plus testing including a computed tomography (CT) scan and the radio frequency (rf) overuse could have been a response to this. Ts noted that frequent interrogations or not ending a session may have contributed to this. Ts noted to set a one month download with remote monitoring transmission and review the power consumption to confirm this was resolved. The device remains implanted. No adverse patient effects were reported.